Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5000 mcg/ml fentanyl at 1949.7 mcg/day and 2.0 mcg/ml prialt at 0.7799 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump experienced a motor stall on an unknown date. The pump logs were read at the pain management office and read "stopped pump period may exceed tube set". It was noted that the patient did not have an MRI and was not exposed to any magnetic fields or objects of any type. The patient experienced increased pain and became bed-bound. No diagnostics or troubleshooting were done other than reading the logs, no actions or interventions had taken place, and the cause of the stall was not determined. It was further noted that the event was not resolved and surgical intervention to replace the pump was planned, but not scheduled. The patient was considered "alive - no injury". If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing.